Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure within the bile duct of a patient with gall bladder cancer on (B)(6), 2010. According to the complainant, the patient's anatomy was not dilated prior to the procedure. The patient presented with a three centimeter stricture located at the hepatic portal region. Due to the severity of the stenosis, the physician was unable to advance the stent delivery system through the target lesion. It was reported that the handle of the device broke when the physician applied more force. As a result, the stent was unable to be implanted. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. On (B)(6), 2010, it was reported to boston scientific that the handle broke during the advancing of the device to the lesion.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure within the bile duct of a patient with gall bladder cancer on (B)(6), 2010. According to the complainant, the patient's anatomy was not dilated prior to the procedure. The patient presented with a three centimeter stricture located at the hepatic portal region. Due to the severity of the stenosis, the physician was unable to advance the stent delivery system through the target lesion. It was reported that the handle of the device broke when the physician applied more force. As a result, the stent was unable to be implanted. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The distal end of the device was curved and the proximal handle was bent. The distal handle was retracted as far as the reconstrainment limit marker on the proximal handle, however the outer sheath was not retracted from the tip. During analysis an attempt was made to retract the distal handle and deploy the stent, however a resistance was met due to the bend in the proximal handle. The shaft was dissected proximal to the guidewire access port and when the inner lumen was being withdrawn from the outer sheath the proximal handle came away from the inner lumen. Examination of the proximal handle found no evidence of a crimp. The crimp is required to secure the inner lumen to the proximal handle of the device. A review of the manufacturing documentation for this batch identified no issues with the batch paperwork. However, following an evaluation of the complaint, it can be determined that the most probable root cause of the reported issues is manufacturing; due to there being no crimp present on the proximal handle of the returned device. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) - (stent difficulty crossing lesion). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.